Event description:
Hole in the nitroglycerin set tubing for lipids. Pooling noted on floor. Hole was not visible, but tubing was wet. Initially puddle cleaned up and basin was placed under tubing to see if it would happen again, which it did. Lipids were taken down.